Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported on (B)(6) 2022, that during the procedure according to IFU, the physician found the dilator bent. So the physician opened up a new kit to finish the procedure. No medical intervention was needed, and the current patient's condition is fine.

Event description:
It was reported on 08sept2022, that during the procedure according to IFU, the physician found the dilator bent. So the physician opened up a new kit to finish the procedure. No medical intervention was needed, and the current patient's condition is fine.

Manufacturer narrative:
Qn#1900096115 a device history record (DHR) review was conducted and found three events with similar failure modes. On the first event, further in vestigation was implemented within teleflex's quality system for dilator extrusion batch 17c18h0238 to address the issue of a blocked/constricted inner diameter. Two other events required further investigation and were initiated for dilator extrusion batch 17c17k0061 to address the issue of "guide wire/dilator resistance" and "discrepancies with dilator length" (respectively). Further analysis of the first event revealed that it is not relevant to this investigation. Similarly, it cannot be determined if the other two events are relevant as both instances occurred before use. A complaint sample was returned to our manufacturing site for evaluation. The device was reviewed as part of our investigation. Retu rned for investigation was one cath-lab sheath intro assembly. Visual analysis revealed that the dilator body was damaged/defective directly adjacent to the dilator hub. The distal portion of the hub also appeared to contain a hole surrounded by folds. Additionally, the dilator extrusion directly adjacent to the hub was slightly kinked. Stress marks were observed at this kink. Microscopic examination confirmed the damage. It is likely that whatever damaged the dilator hub also damaged the dilator body. Using a ruler, the deformation on the dilator body measured 1mm from the hub. Using a ruler, the dilator length from the hub to the distal tip measured 21 1/16", which is within the specification limits of 20 7/8"-21 3/8" per the dilator product drawing. Using pin gages, the dilator inner diameter at the proximal end (before location of deformation) measured 0.044", which is within the specification limits of 0.043"-0.046" per the dilator extrusion product drawing. Using pin gages, the dilator inner diameter at the distal tip measured 0.041", which is within the specification limits of 0.040"-0.043" per the dilator product drawing. Using a caliper, the dilator body outer diameter (in an area not affected by the deformation) measured 0.0965", which is within the specification limits of 0.0960"-0.0990" per the dilator extrusion product drawing. A lab inventory guide wire was inserted through the distal tip of the dilator. Major resistance was encountered at the location of the deformation, which prevented the guide wire from passing. This indicates that the dilator is blocked/occluded at the location of the deformation. Performed per IFU statement, "thread tapered tip of sheath/dilator assembly over spring wire guide. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position". The dilator was able to be inserted through the sheath with little to no difficulty; however, it was noted that the distal end of the hub was not able to snap into the cap of the hemostasis valve due to the damage. It was confirmed at the manufacturing site that this defect could not have occurred during the manufacturing process as these dilators are 100% inspected during both the molding process and the assembly process (with sheath). There is also a 100% inspected performed during the packaging process. Despite the damage, the dilator met all relevant dimensional requirements. Based on the complaint details, the sample received, and the comments from manufacturing, the root cause cannot be determined at this time as it is unclear if the defect occurred before or after the sample was used on the patient. Teleflex will continue to monitor and trend for reports of this nature.